Manufacturer narrative:
Investigation - evaluation: a review of the specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a peripherally inserted central catheter (PICC) line was implanted on (B)(6) 2016. The line is used for a patients' oncology treatment. The patient reportedly has "ongoing issues with blood back flowing into the caps of the yellow and blue lumen." The blue lumen is currently occluded and diagnostic studies including echo and ultrasound are being done to investigate. Interventions to mitigate the blood in the cap have included taping/reinforcing the clamp on the line and repositioning of the cap just below the catheter hub. An ICU medical neutron (antireflux) cap was added to both lumens. Attempts to restore patency with alteplase (tpa) have not been successful. The patient still has several months of therapy to complete. The central line will need to be explanted and replaced.